Event description:
There was an allegation of questionable ise indirect gen 2 sodium results from the cobas 8000 cobas ise module. Refer to the attachment to the medwatch for all patient data. The questionable resultw were reported outside of the laboratory. The repeat results were believed and corrected reports were issued. The electrode lot numbers and expiration dates were requested but were not provided.

Manufacturer narrative:
The field service engineer found there was a bent ise probe and a loose dispense nozzle knob. He replaced the probe and tightened the knob. The investigation determined the service actions resolved the issue.